Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in room 3208 had his non-invasive blood pressure (nbp) drop to 46/26 mmhg on (B)(6) 2019 at 20:02, and the intellivue mp30 patient monitor did not sound an alarm. No death or patient / user injury or harm was reported.